Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during the polymer fill the contralateral limb did not fill completely. The physician was able to use the up-and-over lumen and was able to successfully deliver and deploy the contralateral and ipsilateral limbs. The procedure was completed and the aortography showed no leaks. There was no impact to the patient. Note: based on a similar event(s) with the same failure mode occurring within the last two (2) years that did cause or contribute to death or serious injury of the patient and/or user, the device to this event could have contributed to a death or serious injury, and therefore this event is reportable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, difficult to dispense polymer, filling problem (support ring filled slowly, ipsilateral limb filled slowly, and contra gate didn¿t fill) is confirmed. This is consistent with the reported adverse event/incident. The reported slow-to-fill polymer rings became fully filled after balloon angioplasty. The patient had aortoiliac occlusive disease (aiod) with tortuous iliac and critical stenosis of the right common iliac artery (rcia). These issues could have contributed to the reported event, but that could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be discharged home on the postoperative day three. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.